Event description:
The customer reported that the insertion tube was sticky. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material that was difficult to remove was found adhered to the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material that was difficult to remove was found adhered to the device from the point of 30 centimeters to the boot. Analysis of the sticky material revealed polyisobutylene. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, polyisobutylene is not derived from the scope. It is considered to have adhered from an external source. In general, it is used as an ingredient of adhesive or lubricant since it is highly adhesive. However, a definitive root cause of the reported issue could not be identified. The device's operation manual and reprocessing manual provide instruction which may help to prevent the issue: "operation manual ¿precautions¿. "Reprocessing manual ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device. In addition, the suction cylinder had scratches/scrapes due to handling, the paint around the suction cylinder was faded due to handling, the air supply was insufficient due to clogging of the nozzle, angulation was reduced and the angulation knob felt loose due to the angle wires being stretched, there was a strange noise during angulation due to damage to the body control unit, there was a crack on the bending section cover adhesive, the insertion tube was discolored due to reprocessing, there were scratches on multiple parts of the device due to handling, the universal cored was damaged due to the resin area becoming detached due to handling, the light guide lens was stained due to insufficient cleaning, and the distal end cover was damaged due to a crack in the resin due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.